Manufacturer narrative:
Device evaluation of monitor sn (B)(4), and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A u.s distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly alone at home at the time of the event. The patient's sister reported that no one was with the patient at the time of the event but she discovered the patient with the lifevest alarming and the patient fallen. Review of the download data indicates that the patient entered asystole that transitioned to bradycardia and back to asystole. CPR artifact was evident on the ECG recording at 10:18:41am. The lifevest delivered 1 treatment shock at 10:21:06. CPR artifact contributed to the false detection. The electrode belt was disconnected at 10:21:07 and the lifevest was shutdown at 10:51:44. Asystole is considered a non-life sustaining rhythm.